Event description:
It was reported that patient underwent a total knee arthroplasty procedure on an unknown date. Subsequently, a revision procedure has been indicated due to loosening of an unknown component; however, no revision procedure has been reported to date.

Event description:
It was reported that patient underwent a total knee arthroplasty procedure on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2014 due to loosening of an unknown component. The patient was revised with competitor product.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: product identification/expiration date - unknown; date implanted - sometime during 2012; initial reporter - unknown; PMA/510(k) number; manufacture date ¿ unknown. Device still implanted.

Manufacturer narrative:
This follow-up report is being filed to relay initial procedure date and product identification, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total knee arthroplasty procedure on (B)(6) 2012. Subsequently, a revision procedure has been indicated due to loosening of an unknown component; however, no revision procedure has been reported to date.